Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent scrunched up on the balloon. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. The device was returned loaded on a 0.014¿ guidewire. The device was inside a guide catheter (jr40 .071) and an extension guide catheter (guideliner 6f 0.056¿). The device could not be pulled back into the guide catheter due to the damage noted to the stent. To remove the synergy device from the guides the hub was cut from the device by the analyst by cutting the hypotube 100mm distal from the distal end of the strain relief. The distal end of the guide catheter was damaged. A visual examination of the stent identified proximal stent damage. The proximal end of the stent was bunched in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The distal balloon cone was reviewed and there were no issues to note. The proximal end of the balloon was exposed by the damaged stent. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified an inner shaft polymer extrusion kink within the proximal balloon section at 42mm proximal to the distal end of the tip. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent scrunched up on the balloon. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was well.